Event description:
It was reported that one week post implant, the pulse generator exhibited backup vvi operation and could not be interrogated. After a device software download, normal device function resumed. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.